Event description:
It was reported that a vns patient was experiencing events of intermittent painful stimulation with neck rotation. Follow up with the patient's treating vns therapy physician revealed that a high impedance warning had been received during the patient's follow up visit. The physician indicated that the patient last successful diagnostic results had been received following her recent generator revision surgery and that patient trauma or manipulation were not believed to be contributing factors. The physician also indicated that the patient had experienced an increase in seizure activity that was reportedly above pre-vns baseline levels. Good faith attempts for additional information have been unsuccessful to date.